Event description:
User facility report of possible inferior anchoring plate movement in a 1-level roi-c construct adjacent to a previous anterior cervical fusion. Revision surgery was performed and patient is reported to be in satisfactory condition post-revision. Report number (B)(4) was received on (B)(4) 2013. Investigation of event is ongoing. Reference MFR report number 3004788213-2013-00001.